Manufacturer narrative:
Exact date unknown, event occurred either end of year 2017 or beginning of year 2018 explant date: explanted either end of year 2017 or beginning of year 2018 additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 19690087.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.